Event description:
Customer reports needle broke during "slalolithothomy". Needle remains in the pt. Surgeon expresses concern that neeedle may migrate and indicates that a re-operation will be performed to remove remaining needle piece.